Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 9.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during first inflation at approximately 6 atmospheres, the balloon ruptured. The device was removed without problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.